Event description:
It was reported that a user experienced a high blood glucose event after likely nocturnal eating associated with a sedative, while using the ilet bionic pancreas; device-delivered corrections occurred and glucose returned to range, and the event was categorized as a usage/procedural issue with relevance to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect method, with no malfunction of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.